Event description:
It was reported that ten days post op realize adjustable band procedure, the patient had drainage at the port site. Post op day 13, the area was tender. Post day 14, the present to the surgeon's office with a seroma. It was drained and the patient was prescribed augmentin. The infection worsen, and (B)(6) 2010, patient was admitted to the hospital and given IV antibiotics. The patient was discharged home on oral antibiotics. In (B)(6) 2010, port was removed. In (B)(6) 2011, the port was replaced after the infection cleared. The patient is doing great and has lost 70 lbs.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with the locking connector, tubing strain relief and 5.2cm of catheter were returned for evaluation. Device was returned fully functional. Visual and functional testing of the device cannot confirm events that are physiological in nature such as infection. A review of the product's instruction for use (IFU) was performed with respect to infection. Infection is a recognized adverse event associated with gastric banding and the realize gastric band (rlzb32). Potential causes of infection include lack of aseptic technique during implant or during subsequent adjustments of the device. A review of the manufacturing process indicates that all products are inspected prior to distribution and sterilized with irradiation. Sterility is guaranteed unless package is opened or damaged. A manufacturing issue unlikely contributed to the event. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4).